Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). The hcp reported that the patient was thin and the device was in the lower left buttock but was sticking out quite a bit and causing the patient pain. The hcp was wondering if there was any sort of padding or anything that could help. The hcp reported that the device appeared to be rectangular and about 1 inch by 2 inches. The hcp reported that they had tried everything including belts with padding. The hcp reported that the patient was implanted at the end of (B)(6) 2016 and this had been an issue since then. No further complications anticipated.